Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to claim that the sensor was inaccurate when compared to fingerstick values on (B)(6) 2014. Distributor did not report any injuries or medical intervention at the time of contact with dexcom technical support.